Manufacturer narrative:
Further information received stated that this complaint was opened by mistake. H3 other text : 4111.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator's cycle was failing. There was no patient harm. Manufacturer's ref.#: (B)(4).